Event description:
He applied patch to back of left leg and within two minutes began to feel an extreme burning sensation. He immediately removed patch and had burns on back of his left leg.

Manufacturer narrative:
Otc product yes.